Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50x20mm promus element drug- eluting stent was advanced with an extension catheter but failed to cross over the clavicle which led to stent deformation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50x20mm promus element drug- eluting stent was advanced with an extension catheter but failed to cross over the clavicle which led to stent deformation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent has difficulty advancing inside a guidezilla guide extension catheter when it was in the vessel near the clavicle.